Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor was faulty. The customer reported a sensor error alert occurring. Customer's blood glucose was 190 mg/dl. Troubleshooting found the cannula was bent on the sensor. The customer agreed to return the sensor for analysis.